Event description:
A report was received stating that the user was unable to activate the device into its safety mechanism. No related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.